Event description:
The device was used in a sca event where the patient expired. The pad-pak from lot 771 was within 1 month of the expiry date (november 2013) and a low battery warning was issued during the event. No shock was delivered during the event. Unit had memory full message upon powering down.